Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 880161006, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the patient possibly had an infection. Once incision was made, the physician observed puss coming out of one of the corporal bodies. The dr. Decided to not replaced the device. The ipp was removed. No performance issues with the explanted ipp. The patient fully recovered from surgery.